Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this newly implanted cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms. The device was reprogrammed rv coil to can, which revealed a normal shock impedance. Then shock impedance measurements were greater than 200 ohms again. It was noted that during the implant of the device that there was a nick in the rv lead. Troubleshooting options were performed, but the root cause of the issue was not identified. No actions were planned or performed. No adverse patient effects were reported. The device remains in service.